Event description:
It was reported that the user experienced a pairing failure between the ilet and a dexcom g7 sensor during setup, despite firmware verification and device restarts; the issue resolved only after the user replaced the sensor and successfully paired the new one, indicating an intermittent communication failure potentially related to the sensor¿s antenna or electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and partner organization. Investigation of this case revealed an interoperability problem between the dexcom g7 and the ilet consistent with intermittent communication failure, with potential involvement of the antenna and electrical or magnetic components on the cgm side. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.